Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported the ring portion on top of the valve sheath cracked/broke. The surgeon stated "the sheath cracked on one side and a piece fell off." The surgeon opened another one to complete the procedure and it did the same thing, but he was able to use it. There was no reported patient injury. This file is for the second event reported.